Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient has triathlon tka in both knees. The patients' right knee did not feel quite right since the index surgery compared to her left knee which was uneventful. Now that she is limping, the left knee is starting to bother her. X-rays have been taken and according to her doctor, show no issue. The right knee cannot bend to a 90 degree angle to put her feet flat on the floor while sitting. She is starting to have difficulty with daily activities and the care of her grandchild.

Manufacturer narrative:
The patient is (B)(6). An event regarding low range of motion involving a triathlon cr fem comp #4 r-cem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿according to information from stryker orthopaedics this patient¿s implants are not subject to a recall. In this morbidly obese patient there is no evidence that the clinical problems described in the event description are related to factors of faulty prosthetic design, manufacturing, or materials.¿ device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the reported devices are not part of a recall. A review of the provided medical records by a clinical consultant indicated, ¿in this morbidly obese patient there is no evidence that the clinical problems described in the event description are related to factors of faulty prosthetic design, manufacturing, or materials.¿ the exact cause of the event could not be determined because of a lack of information. Further information such as x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient has triathlon tka in both knees. The patients' right knee did not feel quite right since the index surgery compared to her left knee which was uneventful. Now that she is limping, the left knee is starting to bother her. X-rays have been taken and according to her doctor, show no issue. The right knee cannot bend to a 90 degree angle to put her feet flat on the floor while sitting. She is starting to have difficulty with daily activities and the care of her grandchild.